Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21254. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 to reposition the lead. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21254. It was reported the patient experienced loss of left-side stimulation. Diagnostics revealed multiple high impedance contacts. The sjm representative was unable to restore effective stimulation via reprogramming. X-rays confirmed the lead had migrated out of the epidural space. The patient stated having lifted a heavy box within a week of the implant procedure. Surgical intervention is planned as the next course of action.